Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that auto-dilutions for multiple assays do not appear to be working on the architect i2000sr analyzer. A patient sample generated an initial undiluted ca 19-9xr result of >1200 u/ml and a 1:10 auto-diluted result of 496.46 u/ml. The sample was retested and the results were 1116.76 u/ml undiluted and 438.34 u/ml auto-diluted. Manual dilution matched the undiluted results. It is unknown whether the patient was diagnosed with pancreatic cancer. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service engineer performed a variety of troubleshooting to correct the low recovery observed with the automated dilution. Replacement of the r1 and r2 pipettors resolved the inconsistent results and was considered the likely cause for the issue. A review of the architect (B)(4) service history found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant or erratic results since the replacement of the r1 and r2 pipettors. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.